Event description:
Customer reported that the insulin pump returned multiple error alarms. Customer reported that these alarms were being returned twice per day for over a week. Blood glucose level was 142 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency circuit board. A cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.